Event description:
The customer called and reported receiving a button error alarm on the insulin pump. Customer was advised to leave the device without a battery for at least 8 hours to see if the keypad would become responsive after that time. The customer did not agree to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.